Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. The simulated treatment was performed, completed without any failures or problems. Mechanical and electrical testing passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's peritoneal dialysis registered nurse (pdrn) that the peritoneal dialysis patient presented to the clinic with abdominal pain. The patient was diagnosed with peritonitis following a positive fluid culture with the organism staphylococcus epidermidis. The patient was treated with the antibiotic vancomycin. The patient's pdrn reported that the peritonitis was caused by touch contamination. The patient was recovering from the peritonitis.